Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the image and video associated with this event has been performed. From the video and photo, it was confirmed that an unspecified tissue type is caught between the main tube and clevis of the fbf. It does not appear that the staff took measures to intervene or repair tissue due to any tissue injury, no harm is shown here.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the intestine was being compressed with the fenestrated bipolar forceps instrument, tissue was caught at the tip of the shaft (the joint between the resin and metal) and could not be removed. The assistant carefully removed it with laparoscopic forceps, and no health damage occurred. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a bent grip, causing a misalignment and entrapment of tissue. There was a .205¿ offset at the tips. The grips do not show cracking damage. Additional findings : there was a damaged grip cable at the distal end. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.